Event description:
It was also reported that the patient tried changing the cassette and tubing and the beeping stopped for a while but then started alarming again. The patient changed to a backup pump and was able to continue the infusion. No dose of medication was missed. The patient was receiving medication via continuous infusion intravenously.

Manufacturer narrative:
Other, other text: additional information provided in h6 and h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release, and no problems or issues were identified. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. No root cause could be determined as the complaint could not be confirmed. If the product is returned, this complaint will be reopened for further investigation., corrected data: correction in b5, d1, and d5. (These information should have been included in the initial MDR.)

Event description:
Information was received indicating that while in use, a smiths medical cadd legacy pump exhibited beeping with no error message. Subsequently, the pump was changed. No patient consequences were reported. No adverse effects were reported.